Manufacturer narrative:
31-may-2016: product investigation results: reporter returned 6 toothbrush heads on (B)(4) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Caught lip [lip injury]. Brushhead completely came apart [device breakage]. Brushhead caught lip [injury associated with device] . Product counterfeit. Case description: a female consumer of unspecified age reported that she tried an oral-b power oral care refills precision clean and it jammed when she was trying to attach it to her oral-b rechargeable toothbrush, version unknown, stating that it completely came apart. She noted that she thought this was her fault so she used another one, which lasted about 4 days and this time it caught her lip. The consumer suspected the brush heads were fake. She reported that she had been using oral-b replacement heads for many years. The case outcome was unknown. No further information was provided. 30-dec-2019: this follow-up #1 report is being resubmitted to correct an error in the manufacturer report number. This report was incorrectly submitted as 3000325312-0160-00173. The correct manufacturer report number is 3000302531-2016-00173.

Manufacturer narrative:
Return of product has been requested. Reporter returned 6 toothbrush heads on 22-mar-2016. Product investigation is in progress.

Event description:
Caught lip [lip injury]. Brushhead completely came apart [device breakage]. Brushhead caught lip [injury associated with device]. Fake products - oral-b replacement heads [suspected counterfeit product]. Case description: a female consumer of unspecified age reported that she tried an oral-b power oral care refills precision clean and it jammed when she was trying to attach it to her oral-b rechargeable toothbrush, version unknown, stating that it completely came apart. She noted that she thought this was her fault so she used another one, which lasted about 4 days and this time it caught her lip. The consumer suspected the brush heads were fake. She reported that she had been using oral-b replacement heads for many years. The case outcome was unknown. No further information was provided.